Event description:
While attempting to pace a patient (age & gender unknown) with electrodes, the device's current output was set at the maximum current setting of 140 ma and the device did not capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.